Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported tracking stopped (B)(4) into laser treatment of the right eye due to a small pupil. The surgeon dilated the eye but was unable to re-engage advanced tracking, therefore, treatment was aborted. Additional information requested.

Manufacturer narrative:
Additional information provided. Log file review shows all laser system functions were within specifications for the respective treatment. Lost tracking can be seen in the logfiles but no technical root cause can be identified. The system was working as intended. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The most possible root cause can be identified as a small pupil. A possible contributing factor may be movement of the patient. The manufacturer internal reference number is: (B)(4).